Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the lead into the device header. After the lead was inserted into the header, loss of output was observed. The device was no longer used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that a test lead with long flexible connector boot could not be fully inserted into lead cavities of the device header.